Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the hospital after experiencing syncope. It was determined that the atrial lead had dislodged. However, the patient was experiencing atrial fibrillation and the syncope was determined to be unrelated to the dislodgement. The atrial fibrillation could not be cardioverted and as a result, the lead was successfully explanted without replacement on (B)(6) 2016.